Event description:
It was reported that the catheter was leaking near or at the y. Leaking was noticed near the bifurcation.

Manufacturer narrative:
The complaint was confirmed. There was a partial tear in the d/l tubing at the junction with the bifurcation. The surface of the tear was jagged and rough. Only the lumen with the red luer adapter was leaking through the tear. The product was obviously used because of the discolored extension legs and blood residue that was found on the product. The sales rep indicated that the catheter was in place for 2 years. The exact cause of the hole is unknown.